Manufacturer narrative:
(B)(4). Date sent: 5/21/2020. D4: batch #unk. Investigation summary the device was returned with the blade tip damaged, however, the blade was not cracked. The device was connected to a gen11 and during functional testing, a "relax pressure on blade" alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens, a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade. Although the blade tip was damaged, no conclusion could be reached as to what caused the recurring "relax pressure on blade" alert screen issue.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open pancreaticoduodenectomy, the blade was broken. The broken pieces were retrieved. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.